Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat an atrial fibrillation, a farawave nav catheter was selected for use. During the procedure, there was a fluid leak from the flush port of the catheter at the proximal end of the handle. A couple attempts of aspiration and flushing were performed to troubleshoot, and upon flush the fluid was leaking. The catheter was replaced and the procedure was completed successfully without patient complications. The catheter is not expected to be returned for analysis as it was disposed.